Event description:
It was reported that following a car accident, the patient developed discomfort in the pocket of their insertable cardiac monitor (icm) and complained of possibly developing hypersensitivity to the device. The icm was explanted. The patient was stable.

Manufacturer narrative:
The reported complaint of patient discomfort and hypersensitivity were unable to be confirmed. The device was returned for analysis. Final analysis did not find any anomalies.